Event description:
The manufacturer received a voluntary medwatch (mw5118879) regarding the field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient began having chronic sinus infections and was also diagnosed with lung cancer. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. Attempts were not made to have the device returned for evaluation and investigation due no one was identified in the voluntary medwatch (mw5118879). At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw5118879) regarding the field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient began having chronic sinus infections and was also diagnosed with lung cancer. Medical intervention was not specified. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In this report, in box b adverse event/product problem and outcomes attributed to ae outcomes attributed to ae. In box h type of reported complaint, health impact grid, method code, results code and conclusion code outcomes attributed to ae